Manufacturer narrative:
An on-site evaluation of the pump was performed. The event history was reviewed. The pump met specifications. The air in line function is working correctly. Accuracy tests were performed and the pump head module was under delivering. It was recommended it be replaced.

Event description:
On 04/23/2008, baxter received a report of an incident involving two colleague pumps (one colleague 3 cx volumetric infusion pump with the guardian feature and one colleague cx volumetric infusion pump with the guardian feature) that were in use for a pt who went into a coma and later expired. The male had undergone an ercp (endoscopic retrograde cholangiopancreatography) in 2008 and developed a cerebral air embolism. At the time of the report, the pt was in the intensive care unit (ICU) and in a coma. He never awakened after the procedure. Baxter later learned he had expired eight days later, when life support was discontinued. One colleague pump was used during the procedure and another colleague pump was used during recovery. Both pumps were sequestered for evaluation. There was nothing unusual noted with either IV pump. This triple channel pump was in use during the procedure and the single pump was added later that day (after the pt had been transferred from the recovery room to the (ICU). The pt received versed 1mg intravenous push (vp) prior to the procedure. Propofol 100mg/kg was given via the pump. It is unk if this dosage was a rate per hour or total dose. The sets product codes and lot numbers are unk. After the procedure, the pt did not wake up in recovery and was given flumazanil 0.5 mg ivp without results. The pt remained intubated and was transferred to the ICU where he expired. This is a coroners case. An autopsy was performed, but the results are not yet available.